Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional email address: (B)(6). Additional reporter: (B)(6).

Event description:
It was reported that overnight, after eight hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated various alarms and would not auto-fill. The iabp was restarted and generated a gas loss in iab circuit alarm. Attempts were made to troubleshoot and resolve the alarms. After approximately five to eight minutes, they were able to fill and start the iabp and did not power the unit off and on. The iab was removed the following day after patient made comfort care. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6). Occupation: operational supervisor. Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated various alarms and would not auto-fill. The iabp was restarted and generated a gas loss in iab circuit alarm. There was no patient harm or adverse vent reported. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02359.